Event description:
A customer contacted baxter's (B)(4) and reported that the spikes were not fitting into the bags while using the compact exchange device (cxd). This is a reportable event for an incomplete insertion. The hp stated that the lid on the cxd was not closing. On (B)(6) 2010, product surveillance contacted the homepatient (hp) and the hp stated that he had the cxd device for 1 year and he could not get it to line up correctly on the right side while trying to spike the bags. The hp stated that the spikes in the bags were fine, it was the cxd device. The hp stated that he returned the device to the clinic and they gave him a new one. Follow up with the nurse revealed that the cxd was discarded. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was discarded. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.